Manufacturer narrative:
(B)(4).

Event description:
The dentist decided to remove the implant at surgery time because it did not achieve primary stability. There is no info about implant replacement. Implant was installed in intraoral region #19 and patient presented bone type IV. Selected implant is not indicated for this type of bone.